Manufacturer narrative:
(B)(4).

Event description:
The patient reported they needed assistance in decreasing stimulation. The patient stated his scrotum was getting shocked by implant and needed to decrease stim. The patient had attempted to sync implant controller and received symbols on the screen. The patient stated on one side of screen "it looked like a lil battery with lines coming out of it and on the other side there is a lil table, where a leg would be there is half an l colored in&#56224;troubleshooting was attempted with no success. The patient was provided with the patient services number. Indications for use was noted as: gastrointestinal/pelvic floor . No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.